Event description:
This problem was caused by a correction made for 1058332-2005-00001 which had a defect. When two (or more) abo or rh tests are being resulted in one batch, or between completing a result on a worksheet and confirming it on the batch confirmation screen, another tech changes the abo or rh of a tested pt, (either by manual editing or by completing a different aborh) the system checks the pt record and sets the pt's aborh based on the first result. When the next abo or rh is confirmed, the system checks the pt record again. If a discrepancy occurs, a warning message is displayed. Regardless of the user's response to the warning, the sytem overwrites the first abo or rh with the second result.